Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional of the foreign clinical study reported there was granulation tissue on the stimulator pocket scar (B)(6) 2014. It was burned with silver nitrate and because there was some liquid they had to take antibiotics twice a day for four days after. The event resulted in an unscheduled clinical visit. The event was considered resolved without sequelae. The etiology was due to the stimulator pocket and not related to the device or therapy but was possibly related to the implant procedure.